Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the increase in power consumption starting (B)(6) 2015 to a peak of 6.8w on (B)(6) 2015 outside of normal power consumption. 5 high watt alarms have been logged on (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The pump was not returned for evaluation. Clinical factors that may have contributed to the reported event include the patient's past medical history and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the "vad coordinator that the hemolysis markers were increasing with hb 1.5 and lhd 1800, and that the patient complained of coke colored urine." It was stated that the "right heart catheter parameters were ok." Also stated was that the "vad parameters were normal and patient was feeling well." On (B)(6) 2015, "patient condition deteriorated and pump power increased." "Tirofiban was administered" and "hemolysis markers improved thereafter, urine became clearer, pump parameters became normal." It was stated that the "log files were analyzed." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received: labs: "plasma hb 1.8 and ldh almost 3000." It was stated that there were multiple echos done while this admission, no details were provided. Patient remains hospitalized and pump is "ligated", and patient is on urgent transplant list. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.